Event description:
Corneal burn during a phacoemulsification procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Originally customer reported a serial number that did not match the serial numbers of handpieces manufactured by abbott ((B)(4)). During a review of our system we have concluded that the correct serial number is (B)(4) and it is manufactured by abbott. Placeholder.

Manufacturer narrative:
The manufacturer report number should have been (B)(4). All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the reported event which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(4) 2012. The condition of the system (since the time of the event) will make the evaluation impossible. Note: all pertinent information available to amo at the time of this report has been submitted.